Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a high reading issue with the adc device. The caregiver reported a high sensor reading of 240 mg/dl compared to an unspecified lower competitor meter capillary result, and the caregiver treated customer with 4 iu rapid insulin. The customer then became unresponsive and had a seizure and loss of consciousness. Another capillary result of 33 mg/dl was obtained, and the caregiver provided treatment of glucagon injection. There was no report of death or permanent injury associated with this event.